Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, four heartstring seals cracked while loading the seals into the delivery tube. The report indicated no pt involvement. No pt complications were reported by the hospital.